Manufacturer narrative:
The subject device referenced in this report was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that some parts of coating on the outside surface of jaw were peeled. There was a scratch on the outside surface of jaw. There were some scratches on the ptfe pad and the probe due to activating output with grasping hard object such as metal clip or forceps. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation, it is highly likely that some parts of coating on outside surface of jaw were peeled, since tissues or coagulum build-up on the jaw were scraped with a sharp object such as a scalpel. The ptfe pad and the probe were scratched due to activating output with grasping hard object such as metal clip or forceps. The instruction manual of thunderbeat prohibits the usage as mentioned in the above. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic colectomy it was discovered that some of the coating on the upper jaw of the subject device had been removed. The piece of the coating was missing. The procedure was completed and the patient was not affected by the incident.